Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. The fse replaced the flex vision pc. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that after a power outage the system would not start up anymore. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.